Event description:
Reporter alleged obtaining discrepant blood glucose results of 325 mg/dl back to back with a result of 116 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No report of any actions that were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.